Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter separated and remained in the vein. This was discovered during use. The following information was provided by the initial reporter: update 4th of september: on (B)(6) 2020 at the delivery room, an accident occurred with a bd venflon pro safety needle protected 18ga, which generated an adverse event for a pregnant woman. (...) At 8.52 am the patient accesses the obstetric triage, where a prodromal contractile activity is found and after the 9:40 obstetric visit the diagnosis of initial labor is confirmed. At 9.50 am the triage midwife places a bd venflon 18ga needle cannula in the cephalic vein at the lower third of the lady's right forearm and infuses the prescribed antibiotic therapy. At 10.05 am the pregnant woman in labor is transferred to the delivery room with the device closed by a bioconecteur. At 10.45 am during the autonomous and spontaneous mobilization of the patient, who requires access to the bathtub (...), the midwife who is assisting her, realizes that there is a blood loss from the point of insertion of the catheter and for this reason she decides to inspect the area and eventually to replace the dressing. Upon removal of the patch, the midwife sees that the bleeding continues and finds the broken medical device missing the proximal part of the cannula presumably left in the patient's blood vessel. The doctors on call are notified (...). They alert the vascular surgeon, who considers the completion of the delivery as a priority before intervening for the necessary diagnostic tests and surgical resolution of the problem.(...) After the ultrasound (echo-doppler) the foreign body is found in the vein and an operation under local anesthesia is scheduled for the afternoon (...). The patient enters the operating room at 3.10 pm and a double incision is made at the level of the lower iii of the right arm (cannula placement site) and following the phlebotomy a clot is removed, but the foreign body is not found. Repeated an extemporaneous echocolordoppler, the migration of the cannula to the third upper-middle of the right arm is found and the vessel is cut in that location. The cannula is removed together with an abundant clot (sent for histological examination). Hemostasis is performed and surgical wounds are sutured with an intradermal. The intervention ends at 05.05 pm (...). 24 hours after surgery, the compression dressing is removed and the dressing is renewed daily until discharge, which took place 24 hours after the scheduled day for physiological delivery. The patient will have to repeat an ultrasound in a month. From analysis of the case it emerged that before use, the packaging of the device was intact and in excellent condition. The catheter was positioned without difficulty in the lower third of the right arm in a large caliber vessel and not in correspondence with a joint (elbow bend) which could have implied its malfunctioning or dislocation due to traction or bending actions, in presence of a spontaneous and active mobilization like it happen in this case. The obstetrician staff who inserted and subsequently supervised the catheter is highly qualified and experienced.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-21. H.6. Investigation summary. Seven photos, one used sample, and five representative samples were received by our quality team for evaluation. Visual inspection of the photos show the broken catheter edge at the cannula hub. The representative samples were subjected to visual inspection and no abnormalities were observed on the catheter. The used sample was also subjected to visual inspection. A clean cut was observed on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The investigation was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the catheter is broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter was broken before use. Based on the investigation and analysis, the reported non-conformance is not caused by the manufacturing process. The probable root cause of the broken catheter could be due to being cut by a sharp object such as scissors during product removal from the vein. However, the user would have read and followed the instructions for use in the shelf box, which states "do not use scissors at or close to the insertion site". Therefore, the root cause cannot be established.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter separated and remained in the vein. This was discovered during use. The following information was provided by the initial reporter: update 4th of september: on 27/08/2020 at the delivery room, an accident occurred with a bd venflon pro safety needle protected 18ga, which generated an adverse event for a pregnant woman. (...) At 8.52 am the patient accesses the obstetric triage, where a prodromal contractile activity is found and after the 9:40 obstetric visit the diagnosis of initial labor is confirmed. At 9.50 am the triage midwife places a bd venflon 18ga needle cannula in the cephalic vein at the lower third of the lady's right forearm and infuses the prescribed antibiotic therapy. At 10.05 am the pregnant woman in labor is transferred to the delivery room with the device closed by a bioconecteur. At 10.45 am during the autonomous and spontaneous mobilization of the patient, who requires access to the bathtub (...), the midwife who is assisting her, realizes that there is a blood loss from the point of insertion of the catheter and for this reason she decides to inspect the area and eventually to replace the dressing. Upon removal of the patch, the midwife sees that the bleeding continues and finds the broken medical device missing the proximal part of the cannula presumably left in the patient's blood vessel. The doctors on call are notified (...). They alert the vascular surgeon, who considers the completion of the delivery as a priority before intervening for the necessary diagnostic tests and surgical resolution of the problem.(...) After the ultrasound (echo-doppler) the foreign body is found in the vein and an operation under local anesthesia is scheduled for the afternoon (...). The patient enters the operating room at 3.10 pm and a double incision is made at the level of the lower iii of the right arm (cannula placement site) and following the phlebotomy a clot is removed, but the foreign body is not found. Repeated an extemporaneous echocolordoppler, the migration of the cannula to the third upper-middle of the right arm is found and the vessel is cut in that location. The cannula is removed together with an abundant clot (sent for histological examination). Hemostasis is performed and surgical wounds are sutured with an intradermal. The intervention ends at 05.05 pm (...). 24 hours after surgery, the compression dressing is removed and the dressing is renewed daily until discharge, which took place 24 hours after the scheduled day for physiological delivery. The patient will have to repeat an ultrasound in a month. From analysis of the case it emerged that before use, the packaging of the device was intact and in excellent condition. The catheter was positioned without difficulty in the lower third of the right arm in a large caliber vessel and not in correspondence with a joint (elbow bend) which could have implied its malfunctioning or dislocation due to traction or bending actions, in presence of a spontaneous and active mobilization like it happen in this case. The obstetrician staff who inserted and subsequently supervised the catheter is highly qualified and experienced.